Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. The backup system controller is still in use with the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a yellow wrench and replace system controller alarm. The patient's wife exchanged the system controller, but the backup controller also had a yellow wrench alarm and stated that the system controller was not synced. The patient was life flighted to the hospital. The system controller was synced in the emergency department and the patient was stable and discharged home. Additional information indicated that the sync alarm was associated with the system controller not being synced prior to discharge from the hospital, so the system controller alarmed appropriately. The clinical specialist reported that the pump was still running during the event.